Event description:
It was reported that after a high blood glucose level, the user overcorrected and experienced a severe low blood glucose event while using the ilet system. Symptoms included hypoglycemia. Outcomes included the need for oral glucose administration such as juice or glucose tablets. Investigation included communication and interviews, as well as analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, with insufficient information regarding any device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.